Manufacturer narrative:
Investigation findings: the evaluation was unable to confirm the customer's reported problem. The evaluation found that the device was slightly out of a calibration. This would not result in the alarm going off at a earlier point when overpressure was detected and thus does not affect the ability of the device to perform safely. The tubing set used was not returned to conmed linvatec for evaluation. The facility will be contacted by the sales representative to provide any additional in servicing needs.

Event description:
It was reported that during a shoulder arthroscopy, the patient experienced an extravasation to the neck. This event resulted in a hospitalization stay and an extended intubation period for the patient. The doctor's office reported that the patient is recovering and doing fine.